Event description:
Post biopsies via cold forceps for anal papilla oozing was noted at the biopsy site. The gi doctor deployed two b.s. Endo clips and was intending to use a third when it prematurely deployed in an unintended location. At this point the bleeding had subsided, and the decision was made by the doctor not to place a 4th clip. The unintended premature deployment did not cause patient harm.